Event description:
Customer called to report one incident of a leaking secondary set. Reportedly, one drop of chemotherapy medication by the name of "vertoxin" got onto the rn's skin and a small amount onto the floor. The spill was cleansed according to facility policy and it was confirmed that there was no pt or staff injury. Customer and rn were unsure of where the leakage was coming from.